Event description:
During preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No other patient complications were reported by the hospital. This report is for the first seal that cracked and a subsequent seal was used to attempt completion of the procedure.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigaton. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.